Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep removed and replaced the x-ray controller with the generator interface pcb. He also removed and replaced the fluoro functions pcb and backplane pcb. He erased program flash and re-downloaded the cal files using utility suite. The system operates as intended.

Event description:
The customer reported that when the technician turn the c-arm at a different angle or change the magnification, the image disappears and the system shuts down. Also, there was intermittent communication error. The x-ray controller pcb, fluoro functions pcb, and backplane are faulty.